Event description:
Cryoablation procedure was performed (B)(6) 2012. Patient presented in physician office (B)(6) 2012 complaining of bloating - (B)(6). Patient also told physician that he had "blood streaks" in sputum post procedure. Physician's diagnosis: hemoptysis. Physician reports that patient feels good now with no further adverse events.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.